Event description:
The pt called lifescan and alleged that their meter was reading inaccurately low. They reported a result on their meter of 96 mg/dl. They then compared their meter to another meter and obtained a result of 124 mg/dl. The pt stated that they recently performed this comparison. They also reported that they had gone to the hospital because of the low results. They usually drinks orange juice and eats candy after obtainng low results. They were treated with orange juice in the hospital. The comparison of one meter to another is invalid. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A replacement meter is being sent to the pt.